Event description:
It was reported that during the implant attempt, there was "significant noise" and a very small r wave on the ventricular electrogram. Multiple testing cables and different pacing sites were attempted with little change. Also, other chronic leads were tested with "no problems". The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. It was noted there was blood in/on the helix/lobe mechanism.